Event description:
Beckman coulter inc. (Bci) contacted this customer via the troponin (accutni) marketing survey program. The customer indicated some occurrences of non-reproducible false positive accutni results. Actual data was not supplied. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples are collected into bd lithium heparin tubes. Per customer, the unit was performing within qc specifications. No additional information is available for this event.